Event description:
On 07/31 at 2:30/p, a blood test performed on the patient's one touch basic meter yielded a result of 51 mg/dl. Despite feeling weak, tired and dizzy, patient did not take his insulin because of the low result. Patient's family transported him to the hospital, where at 3:00/p, a lab test result of 835 mg/dl was obtained. The patient was admitted, received unknown treatment, and was released the following day at 2:30/p with a hospital blood glucose result of 276 mg/dl. 30 minutes later, his blood glucose on his otb meter was 46 mg/dl. The meter has never been cleaned, nor have quality control tests performed. Calibration status is unknown at this time.